Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the complaint information did not indicate the battery would not provide emergency backup power or was not able to charge. Additionally, there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed. As ge healthcare anesthesia machines are not portable devices, the batteries are only designed to provide temporary backup power if the batteries have been charged. Leaving the device disconnected from ac is not maintaining the device correctly (use error) and could significantly deplete the lead acid battery capacity. The user manual instructs the user to contact a trained service representative to disconnect the battery if the equipment is not likely to be used for an extended time.

Event description:
It was reported that there was a malfunction resulting in battery failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.